Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)/heavy menstrual bleeding') and pelvic infection ('pelvic infection') in a 39-year-old female patient who had essure (batch no. A22171) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and multigravida. Concurrent conditions included cervical polyp, menstrual migraine, libido decreased, parity 2, arthritis, bloating, acute upper respiratory tract infection, allergic rhinitis, pain ankle, acute bronchitis, somatoform disorder cardiovascular, idiopathic thrombocytopenia, cough, fatigue, hirsutism, irritable bowel syndrome, insomnia, epicondylitis, menometrorrhagia, seborrhea, strabismus, vaginal yeast infection and calf pain. Concomitant products included algae nos; bioflavonoids nos; choline bitartrate; enzymes nos; fibre, dietary; fungi nos; herbal nos; minerals nos; rutoside; vitamins nos; xantofyl (alive! Once daily women's ultra potency) since 2017, biotin, trazodone since (B)(6) 2014 and zolmitriptan since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal distension ("bloating"), libido decreased ("decreased libido"), depression ("depression/psychological injury"), memory impairment ("memory problem") and flatulence ("gas"). In (B)(6) 2014, the patient experienced migraine ("migraine / headache"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced vulvovaginal pruritus ("vaginal itching"), 1 year 11 months after insertion of essure. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal infection ("vaginitis") and fungal infection ("yeast infection"). In (B)(6) 2018, the patient experienced rectocele ("rectocele"). On an unknown date, the patient experienced pyrexia ("fever"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), gastrointestinal disorder ("gi condition") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (transvaginal hysterectomy with bilateral salpingectomy, anterior repair, and posterior repair). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, abdominal distension, libido decreased, depression, flatulence and rectocele had resolved, the pelvic infection, vaginal infection, pyrexia, fungal infection, vulvovaginal pruritus, memory impairment, migraine, bladder disorder, urinary tract disorder, hormone level abnormal, gastrointestinal disorder and headache outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, bladder disorder, depression, fatigue, flatulence, fungal infection, gastrointestinal disorder, headache, hormone level abnormal, libido decreased, memory impairment, menorrhagia, migraine, pelvic infection, pyrexia, rectocele, urinary tract disorder, vaginal haemorrhage, vaginal infection and vulvovaginal pruritus to be related to essure. The reporter commented: insertion details: this was done bilaterally. Three to five coils were noted on each side she had received treatment for psychological injury, bladder problem/urinary problems. Discrepancy in insertion and removal date. In current follow up reported as (B)(6) 2012 and (B)(6) 2015 respectively. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: the fallopian tubes are obstructed post essure placement. Pathology test - on (B)(6) 2018: a. Uterus-abdominal, robotic, or vaginal hysterectomy: cervix and endocervix with no significant pathologic change. Secretory phase endometrium. Adenomyosis. Negative uterine serosa. Ovaries with no significant pathologic change. Proximal right and left fallopian tubes with essure coils in place. B. Fallopian tube-salpingectomy, bilateral: fallopian tubes, fimbriated ends, with no significant pathologic change. C. Vaginal mucosa, ap repair: vaginal squamous mucosa with no significant pathologic change. Ultrasound pelvis - on (B)(6) 2018: impression: normal pelvic ultrasound. Urinary system x-ray - on (B)(6) 2018: impression: the essure coils appear unchanged in position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: event was added: bladder problems, urinary problems, gi condition, hormonal changes and headache. Event outcome was added- rectocele was resolved. Product stop date was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and pelvic infection ('pelvic infection') in a 39-year-old female patient who had essure (batch no. A22171) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and multigravida. Concurrent conditions included cervical polyp, menstrual migraine, libido decreased, parity 2, arthritis, bloating, acute upper respiratory tract infection, allergic rhinitis, pain ankle, acute bronchitis, somatoform disorder cardiovascular, idiopathic thrombocytopenia, cough, fatigue, hirsutism, irritable bowel syndrome, insomnia, epicondylitis, menometrorrhagia, seborrhea, strabismus, vaginal yeast infection and calf pain. Concomitant products included algae nos;bioflavonoids nos;choline bitartrate;enzymes nos;fibre, dietary; fungi nos; herbal nos;minerals nos; rutoside;vitamins nos; xantofyl (alive! Once daily women's ultra potency) since 2017, biotin, trazodone since (B)(6) 2014 and zolmitriptan since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal distension ("bloating"), libido decreased ("decreased libido"), depression ("depression"), memory impairment ("memory problem") and flatulence ("gas"). In (B)(6) 2014, the patient experienced migraine ("migraine / headache"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced vulvovaginal pruritus ("vaginal itching"), 1 year 11 months after insertion of essure. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal infection ("vaginitis") and fungal infection ("yeast infection"). In (B)(6) 2018, the patient experienced rectocele ("rectocele"). On an unknown date, the patient experienced pyrexia ("fever"). The patient was treated with surgery (transvaginal hysterectomy with bilateral salpingectomy, anterior repair, and posterior repair). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, abdominal distension, libido decreased, depression and flatulence had resolved, the pelvic infection, vaginal infection, pyrexia, fungal infection, vulvovaginal pruritus, memory impairment, rectocele and migraine outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, depression, fatigue, flatulence, fungal infection, libido decreased, memory impairment, menorrhagia, migraine, pelvic infection, pyrexia, rectocele, vaginal haemorrhage, vaginal infection and vulvovaginal pruritus to be related to essure. The reporter commented: insertion details: this was done bilaterally. Three to five coils were noted on each side discrepancy noted in insertion dates: (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.; on (B)(6) 2013: the fallopian tubes are obstructed post essure placement. Pathology test - on (B)(6) 2018: a. Uterus-abdominal, robotic, or vaginal hysterectomy: cervix and endocervix with no significant pathologic change. Secretory phase endometrium. Adenomyosis. Negative uterine serosa. Ovaries with no significant pathologic change. Proximal right and left fallopian tubes with essure coils in place. B. Fallopian tube-salpingectomy, bilateral: fallopian tubes, fimbriated ends, with no significant pathologic change. C. Vaginal mucosa, ap repair: vaginal squamous mucosa with no significant pathologic change. Ultrasound pelvis - on (B)(6) 2018: impression: normal pelvic ultrasound. Urinary system x-ray - on (B)(6) 2018: impression: the essure coils appear unchanged in position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding(menorrhagia)') and pelvic infection ('pelvic infection') in a 39-year-old female patient who had essure (batch no. A22171) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression and multigravida. Concurrent conditions included cervical polyp, menstrual migraine, libido decreased, parity 2, arthritis, bloating, acute upper respiratory tract infection, allergic rhinitis, pain ankle, acute bronchitis, somatic dysfunction, idiopathic thrombocytopenia, cough, fatigue, hirsutism, irritable bowel syndrome, insomnia, epicondylitis, menometrorrhagia, seborrhea, strabismus, vaginal yeast infection and calf pain. Concomitant products included algae nos;bioflavonoids nos;choline bitartrate;enzymes nos;fibre, dietary;fungi nos;herbal nos;minerals nos;rutoside;vitamins nos;xantofyl (alive! Once daily women's ultra potency) since 2017, biotin, trazodone since (B)(6) 2014 and zolmitriptan since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal distension ("bloating"), libido decreased ("decreased libido"), depression ("depression"), memory impairment ("memory problem") and flatulence ("gas"). In (B)(6) 2014, the patient experienced migraine ("migraine / headache"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced vulvovaginal pruritus ("vaginal itching"), 1 year 11 months after insertion of essure. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal infection ("vaginitis") and fungal infection ("yeast infection"). In (B)(6) 2018, the patient experienced rectocele ("rectocele"). On an unknown date, the patient experienced pyrexia ("fever"). The patient was treated with surgery (transvaginal hysterectomy with bilateral salpingectomy, anterior repair, and posterior repair). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, abdominal distension, libido decreased, depression and flatulence had resolved, the pelvic infection, vaginal infection, pyrexia, fungal infection, vulvovaginal pruritus, memory impairment, rectocele and migraine outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, depression, fatigue, flatulence, fungal infection, libido decreased, memory impairment, menorrhagia, migraine, pelvic infection, pyrexia, rectocele, vaginal haemorrhage, vaginal infection and vulvovaginal pruritus to be related to essure. The reporter commented: insertion details: this was done bilaterally. Three to five coils were noted on each side discrepancy noted in insertion dates: (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion.; on (B)(6) 2013: the fallopian tubes are obstructed post essure placement. Pathology test - on (B)(6) 2018: a. Uterus-abdominal, robotic, or vaginal hysterectomy: cervix and endocervix with no significant pathologic change. Secretory phase endometrium. Adenomyosis. Negative uterine serosa. Ovaries with no significant pathologic change. Proximal right and left fallopian tubes with essure coils in place. B. Fallopian tube-salpingectomy, bilateral: fallopian tubes, fimbriated ends, with no significant pathologic change. C. Vaginal mucosa, ap repair: vaginal squamous mucosa with no significant pathologic change. Ultrasound pelvis - on (B)(6) 2018: impression: normal pelvic ultrasound. Urinary system x-ray - on (B)(6) 2018: impression: the essure coils appear unchanged in position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: medical records received : lot no. Was added. Reporter's information, patient demography, medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding(menorrhagia)') and pelvic infection ('pelvic infection') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression. Concomitant products included algae nos;bioflavonoids;choline bitartrate;enzymes nos;fibre, dietary;fungi nos;herbal nos;minerals nos;rutoside;vitamins nos;xantofyl (alive! Once daily women's ultra potency) since 2017, biotin, trazodone since (B)(6) 2014 and zolmitriptan since (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced libido decreased ("decreased libido"), depression ("depression"), memory impairment ("memory problem"), abdominal distension ("bloating") and flatulence ("gas"). In (B)(6) 2014, the patient experienced migraine ("migraine / headache"). In september 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced vulvovaginal pruritus ("vaginal itching"), 1 year 11 months after insertion of essure. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria hospitalization and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), fungal infection ("yeast infection") and vaginal infection ("vaginitis"). In (B)(6) 2018, the patient experienced rectocele ("rectocele"). On an unknown date, the patient experienced pyrexia ("fever"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, libido decreased, vaginal haemorrhage, depression, abdominal distension and flatulence had resolved, the pelvic infection, pyrexia, fungal infection, vaginal infection, vulvovaginal pruritus, memory impairment, rectocele and migraine outcome was unknown and the fatigue was resolving. The reporter considered abdominal distension, depression, fatigue, flatulence, fungal infection, libido decreased, memory impairment, menorrhagia, migraine, pelvic infection, pyrexia, rectocele, vaginal haemorrhage, vaginal infection and vulvovaginal pruritus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- event injury to herself updated and new events abnormal bleeding(menorrhagia), fever, pelvic infection, decreased libido, abnormal bleeding (vaginal), yeast infection, vaginitis, vaginal itching, depression, memory problem, fatigue, bloating, gas, rectocele and migraine / headache were added. Reporter and patient demography added. Medical history, lab data and concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.